Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that coating issue occurred. A 130/20/1tip renegade microcatheter was selected for use in the liver for a transcatheter arterial chemoembolization (tace) procedure. When the device was withdrawn, it was noted that the coating felt a little bit wrong. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that during preparation. A kink was observed on the device. When removed, there was a peeling section of the coating on the device.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that coating issue occurred. A 130/20/1tip renegade microcatheter was selected for use in the liver for a transcatheter arterial chemoembolization (tace) procedure. When the device was withdrawn, it was noted that the coating felt a little bit wrong. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the renegade was returned for analysis. Microscopic examination revealed hydrophilic coating peeling located approximately 69.5 cm from the strain relief. No other issues were identified with the device.

Event description:
It was reported that coating issue occurred. A 130/20/1tip renegade microcatheter was selected for use in the liver for a transcatheter arterial chemoembolization (tace) procedure. When the device was withdrawn, it was noted that the coating felt a little bit wrong. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that during preparation. A kink was observed on the device. When removed, there was a peeling section of the coating on the device.